Manufacturer narrative:
(B)(4) citation: journal of pediatric surgery. 2013; 48: 893¿898. Doi: http://dx.doi.org/10.1016/j.jpedsurg.2013.01.025 . (B)(4)

Event description:
Title: complex spontaneous bile duct perforation: an alternative approach to standard porta hepatis drainage therapy. Spontaneous perforation of the bile duct (spbd) is a rare abnormality of the extrahepatic biliary tree in infants. This case study reviewed 3 infants with bilious ascites from spontaneous biliary perforation. It was reported that a (B)(6) infant, born at (B)(6) was evaluated for persistent non-bilious emesis for 2 days. Upon hospital admission, the patient presented an increased alkaline phosphatase, hyperbilirubinemia, and soft, non-tender abdomen with massive ascites and bilateral inguinal hernias. At laparotomy, copious intra-peritoneal bilious ascites was evacuated and intense inflammation obscuring the hepatoduodenal ligament was observed. No discreet perforation of the biliary tree was demonstrated. A periportal blake drain was placed. At 2 weeks post-operatively, re-exploration was done due to re-accumulation of ascites and an increased hyperbilirubinemia related to drain occlusion. At 5 weeks following the initial presentation, the infant developed fever, leukocytosis, hyperbilirubinemia, feeding intolerance, abdominal pain consistent biliary obstruction, and cholangitis. The patient¿s ultrasound showed a 3.5 cm periportal loculated fluid collection which suggests a porta hepatis abscess. The reported patient, having failed multiple open drainage procedures, required percutaneous transhepatic cholangiography (ptc) and drainage of a persistent porta hepatis bile collection. Ultimately, a percutaneously placed external-internal biliary stent that coursed through the extra-hepatic biliary tree beyond the ruptured segment of the common bile duct into the duodenum was required to successfully treat this biliary perforation. It was also reported that ptc access of the intra-hepatic biliary tree for such complex biliary disease related to sbdp demonstrates the role these interventional radiology procedures may play alternative to repeated open surgical treatment of spontaneous biliary perforations.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/9/2020.